Event description:
Customer reported an unexpected negative result for anti-d when testing a patient sample manually with capture-r ready screen 3 using the csw100 (serial# (B)(4)) to wash the plates. Customer also stated that the metal probe on the washer was hitting against the side of the strip during washing.

Manufacturer narrative:
Customer adjusted probes (needle position) on the csw100 that was used during initial testing. Same patient sample was retested. The expected positive results were obtained.